Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, lab: 1.1. Date: (B)(6) 2011, inratio: 5.8. Pt starting coumadin today (just came in for training with the meter).